Event description:
Reported as a crack in the port with port revision surgery only. "The pt complained of loss of restriction and there was no fluid in her band."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Info from the reporter regarding serial number has been requested. Performance tests indicate a smooth opening at the taper tubing junction which appears to be wear related damage. The opening is likely the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakae as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."